Manufacturer narrative:
This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is limited due to confidentiality concerns. There was no serial number provided on the 4194 lead; therefore, since no device ID was provided, it is unknown if this event has been previously reported and without a lot number or device serial number, the manufacturing date cannot be determined. This device model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Referenced article: "defibrillation testing during implantable cardioverter-defibrillator implantation in italian current practice: the assessment of long-term induction clinical value (alive) project." American heart journal. August 1 2011;162(2):390-397.

Event description:
A journal article was reviewed which contained information regarding this system. The patient had an "atrial arrhythmia" and had external cardioversion. The status of the system is unknown. Further follow up did not yield any additional information. There were no reported patient complications as a result of this event.